Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that pacing and sensing malfunction were found. Follow-up information was later received reporting that when the epg (external pulse generator) was used, sensing malfunction occurred, but pacing malfunction was not confirmed. The hospital staff adjusted the sensitivity, but the problem continued. The epg was being used for back-up pacing, and the patient had an intrinsic rhythm of 70bpm. No patient complications were reported as a result of this event.